Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and mesh was used. On (B)(6) 2010, boston scientific advantage fit sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation on (B)(6) 2007 due to stress urinary incontinence and cystocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring, dehiscence in perianal area, fecal incontinence, recurrent prolapse, and palpable ends of mesh in vagina. The patient underwent mesh revision procedures on (B)(6) 2007, (B)(6) 2008, and excision on (B)(6) 2010. (B)(4) ¿ urinary problems; bowel problems; recurrent prolapse; dyspareunia; dehiscence in perianal area; fecal incontinence.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with the concurrent procedure of cystocele repair.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.